Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set and that it displayed alarms for low inspiratory pressure and patient circuit disconnect. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it measuring lower peep (positive end expiratory pressure) than set and displaying alarms for low inspiratory pressure and patient circuit disconnect were all confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ecm.